Event description:
On (B)(6) 2008, this patient was implanted with three gore excluder aaa endoprostheses to treat an infrarenal abdominal aortic aneurysm. On (B)(6) 2009, the patient underwent a reoperation and one gore excluder aaa endoprosthesis was implanted to treat a type I endoleak of an unknown origin. On (B)(6) 2010, the (B)(4) was explanted and the physician sutured the remaining excluder to the abdominal artery distal to the renal arteries. The patient tolerated the procedure. On (B)(6) 2010, the patient expired and the cause of death is unknown.

Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore excluder aaa endoprosthesis instructions for use state that adverse events that may occur and require intervention include endoleak, aneurysm enlargement, surgical conversion and death. Additional devices implanted and/or related to this event: (B)(4).